Event description:
It was reported that a home patient experienced a connection issue when trying to connect a patient line. This occurred during initial setup of peritoneal dialysis therapy. The care giver reported that while trying to connect the home patient's patient line, it fell to the floor and leaked. The technical service representative assisted the care giver to end setup. The care giver would start over with new supplies. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line disconnected and fell causing a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.